Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to a rupture and capsular contracture, baker grade unknown. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reports a ruptured right breast implant with capsular contracture, baker grade not provided. Device status unknown.